Event description:
It was reported that during a da vinci-assisted malignant tongue base resection surgical procedure, the permanent cautery spatula instrument displayed an error message ¿instrument engagement failed. Remove and reinstall" upon reinstalled. There was no issue when the instrument was first installed. The customer then removed the instrument from the arm, re-draped the arm, checked the disc and installed it again; however, the same issue persisted. The instrument was switched out, but the same error occurred when the instrument was installed on another arm. A backup instrument of different kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was not inserted into the patient body due to engagement error so there was no fragment from the instrument fell inside the patient. The site does not plan to conduct testing on the patient in response as of this time. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint "the permanent cautery spatula an error message displayed stating ¿error message: instrument engagement failed remove and reinstall'." Failure analysis found the primary failure of failed engagement to be related to the customer reported complaint. The instrument failed mechanical engagement when placed in the system, likely due to the broken pitch cable. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The root cause is likely due to the broken pitch cable. Additional observations not reported by site were that the instrument was found to have a broken pitch cable at the distal end likely causing the instrument to fail engagement with the system. The broken cable segment that contains the crimp was missing from clevis. The crimp measures approximately 0.032¿ x 0.046¿. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The instrument was found to have indentations on the edge of the distal idler pulleys. The root cause of mechanical indentations/burrs instrument distal pulleys is typically attributed to misuse, such as instrument collisions or impact from an external object. The instrument was found to have both ears of the distal clevis broken. One of the broken piece was returned, measuring roughly 0.237¿ x 0.270¿ in size, and the other broken pieces were not returned, measuring roughly 0.091" x 0.115" and .093" x 0.303" in size. The root cause of broken instrument distal clevis is typically attributed to user mishandling/misuse, such as excessive force applied at the instrument tip. The instrument was found to have the conductor wire cap dislodged from its normal position. The conductor cap was returned. The root cause of dislodged instrument conductor cap is typically attributed to user mishandling/misuse, such as excessive force applied to the distal end of the instrument. A review of the instrument log for the permanent cautery spatula instrument (part# 470184-13/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the permanent cautery spatula instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 5 uses remaining after this last usage. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Furthermore, failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.